Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that outside of surgery, the screws would not flush into device, the unit could not be used without proper screws. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.